Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported the tip of the probe broke off while in use in the patient. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Macroscopic examination confirms probe bent, with probe tip breakage approx. ~23mm from the probe tip end. Microscopic examination reveals a fairly tortuous fracture surface with no visible indications of torsion or fatigue. The bent tip, along with the nature and location of the fracture surface suggests failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.